Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing pain and that once their implantable pulse generator (ipg) was implanted, their ipg flipped around as it wasn't sutured down as per what their implanting physician told them. The pacing leads had also dislodged a few weeks later. The pacing leads were revised and both the ipg and pacing leads remain in use. No patient complications have been reported as a result of this event.